Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there were not fragments that fell into the patient as the instrument tip was intact when removing the instrument. The patient has not returned due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the harmonic ace instrument for failure analysis. Inspection found a broken blade at roughly 0.368" from the base. The broken piece was not returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The instrument was placed on an in-house system where it passed recognition and engagement multiple times. The clamping arm opened and closed with no issue. A review of the logs found no recognition or engagement failures. Review of the provided image by the regulatory post market surveillance analyst shows no visible damage to the instrument tip.